Manufacturer narrative:
A ge oec service rep investigated the issue and found the steering out of alignment and the camera rotation not working. A high voltage cable to the camera was repaired to restore the camera rotation. The steering mechanism was realigned to function properly. The system was tested and found to be operating as intended. The system was released to the customer for use. There are no pt info available from the facility with respect to this issue. No injury resulted or was reported.

Event description:
The ge oec 9800 fluoroscopy system had an issue with the mainframe steering as well as a malfunction with the camera, where the image could not be rotated.